Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is no longer reported to be available. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of a clearlink extension set in which total parental nutrition (tpn) fluid is restricted going through the filter while priming. There was no patient injury or medical intervention involved. It is unknown if there were any other concommitant products used with this set. It was stated that the primary bag was squeezed, and that the check valve was inverted and tapped per label copy. No additional information is available.